Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: what was the reason for the sterility test? This is routine sampling test in this hospital can more information be provided on specifics of how the test was performed? No can the test results be provided? No.

Event description:
Non-sterile. It was reported that the hospital did the sterile test on our product, the test results was failed, re-sampled one product from the same lot, still failed. The test method is culture medium test. There were no adverse consequences to the patient.